Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that a code 1005 was recorded during shock delivery, which is indicative of an open circuit condition. This right ventricular (rv) lead had a shock lead impedance greater than 145 ohms, during the shock. The patient's rhythm was converted and no symptoms occurred, as a result. The patient's most recent echocardiogram was reviewed, showing normalized ejection fraction. Per the physician, tachy therapies were disabled. No adverse patient effects were reported.